Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was pulled out and it was noted that the distal stent looked like it was broken. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 38 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 38mm promus element plus drug eluting stent was advanced for treatment but the stent could not cross the lesion. However, when the physician pull out the stent, it was found that the distal stent was broken. The procedure was completed with another of same device. There were no patient complications reported.